Event description:
It was reported that the customer experienced a malfunction alarm on their pump, identified as "malf 12." There was no adverse impact to the customer¿s blood glucose level. The customer had not reset the pump, despite experiencing the malfunction multiple times. Technical support arranged for a replacement pump to be sent to the customer, who agreed to continue using the current pump until the new one arrived. The customer was also briefed on how to store the defective pump and instructed to return it with a pre-paid label to avoid additional charges. They acknowledged receipt and understanding of these instructions and were advised to transfer their pump settings and connect their cgm to the replacement pump.